Event description:
During an emergent case the physician experienced inflation and deflation difficulties while using a cypher des. The completed system was removed from the pt. There were no serious injuries to the pt.